Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2005; 4193 implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) early. The device will be explanted and replaced. No patient complications have been reported as a result of this event.